Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the the procedure was performed to treat a lesion in the iliac artery. A 8x39mm omnilink elite balloon expandable stent (bes) was prepared and advanced to the lesion with no noted issues; however during the deployment attempt, the stent balloon would not inflate and therefore the stent completely failed to deploy. There were no damages noted on the device and a new omnilink elite bes was used to complete the procedure. There were no adverse patient effects nor clinical delay reported.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 correction: device available for evaluation updated from yes to no.